Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had by-pass surgery on (B)(6), and had been in cardiac exercise rehab program for the last 4 months. And today the nurse that monitors the patient during the exercise stated that they noted redness and heat emanating from the skin area around the battery. It was noted that patient would contact the doctor for help. It was unknown if the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event